Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm) while wearing the device between 36 and 48 hours. The patient visited the doctor and was prescribed an antibiotic creme; fucidinsäure creme 20 mg, 15 1-0-1 (fucidin acid creme) and prescribed cefaclor saft; 125 mg 3xdosierlöffel (cefaclor juice 125 mg, 3x measuring spoons).